Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the stylet became stuck in lead when first introduced into the body and could not be removed with force. Considerable force was used to remove the stylet and it appeared to be pulling from within the lead on x-ray. The physician made the decision to exchange the lead for a new one. The lead was removed, and an alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet stuck in the lumen. There was blood on the distal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.